Event description:
It was reported leakage of fluids in the insertion of the catheter through the rubber of the sherlock clamp when infusing serum. The fluid leaks out because there is slack between the rubber and the clamp. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope

Event description:
It was reported leakage of fluids in the insertion of the catheter through the rubber of the sherlock clamp when infusing serum. The fluid leaks out because there is slack between the rubber and the clamp. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.